Event description:
Reporter stated that the pt obtained back to back surestep readings of 400 and 40. Jno symptoms were reported. On follow-up, patient's family member confirmed back to back tests were done with different finger sticks. A replacement meter was sent to pt. There was no allegation of harm.